Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension. In (B)(6) 2017 the physician identified a type 3b endoleak and fabric issues at the distal end of the stent. The physician elected to reline the initial device by implanting an additional bifurcated stent to seal the endoleak. The patient is reported as doing well post procedure. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The device was not returned therefore a sample evaluation was not completed. At the completion of the clinical evaluation, based on the information available for review, clinical was able to find substantial evidence to support the reported endoleak type iiib of the main body and secondary endovascular procedure. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity was the use of strata material. A user, procedure, or anatomy related issues could not be determined due to lack of medical information. Off label and cautionary product use conditions could not be determined. Associated clinical harms for this device failure included; type iiib endoleak and a secondary endovascular intervention. The final patient disposition was discharge in stable condition on the first post-operative day. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%.